Event description:
A customer reported prior to using their the abbott diabetes care (adc) sensor they "it seems like the applicator had already been used when they opened the sensor kit." There was no indication that the customer applied the device to their body and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.